Event description:
The customer reports three patients who underwent unspecified procedures using one of two different gastroscopes tested positive for a rate strain of antibiotic resistant e. Coli. The customer is unsure if the patients were cross infected with the scopes. Additional details regarding the patients and reported events have been requested. At this time, the only additional provided by the customer was that the scopes have been cultured by the facility. The cultures on both scopes have all come back negative, however, the scopes will be sent in for routine maintenance. Case with patient identifier (B)(6) reports patient one of three. Case with patient identifier (B)(6) reports patient two of three. Case with patient identifier (B)(6) reports patient three of three.